Manufacturer narrative:
(B)(4). Batch # r5af43. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45b cartridge loaded on the device. The reload was received partially fired 1/10. After further analysis of the reload, it was notice that the top of the one piece sled rail was noted damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the cartridge it is consistent with high (outside indicated use) staple forming forces, however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the pulmonectomy surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.